Event description:
It was reported to vyaire medical that the avea ventilator has o2 (oxygen) sensor issues are persisting on ventilator. As of this time, there is no information about patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10- vyaire field service went onsite check unit and it passed est (extended system test ). Tested in neonate mode and ran the same testing found low fio2 (fraction of inspired oxygen) at 40 and 50%. Tried to adjust o2 (oxygen) relay but unsuccessful. Determine that unit needed gde (gas delivery engine).

Manufacturer narrative:
D4:corrected model#, catalog # and gtin. Section d4 was updated to indicate correct model, catalog and gtin.